Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, internal to the patient, the anchor broke when screwing-in. The procedure was completed using a back-up device. No patient injury or other complications were reported. It is unknown if a delay occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor was no longer present at the tip of the device. A visual inspection revealed that the anchor had shattered, and was no longer attached to the device tip. The prongs that held the anchor were not bent. The fractured anchor pieces (4) had markings that implied the use of pliers or graspers on the plastic. There was debris and blood on the handle and anchor. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ read these instructions completely prior to use. ¿ breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. ¿ prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, improper preparation of the insertion site, or off-axis insertion.